Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The contact stated that there was an underlying pump issue. No troubleshooting was performed for the past occlusion alarms. A pump system check was performed using the current supplies and the occlusion was found to be within the cartridge. Reportedly, the customer uses apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer was to revert to insulin pens.